Manufacturer narrative:
In logs, the 23008 error was found indicating pot to encoder fault on the universal surgical manipulator (usm) carriage axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23008 error was triggered indicating fault on the carriage axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor check was found to be failing the instrument sterile adapter (isa). The reported 23008 error was confirmed and replicated by failure analysis. The root cause of the customer-reported event is attributed to a failing sensor check of the instrument sterile adapter (isa).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable errors occurred on universal surgical manipulator (usm) 2. The customer had disabled usm 2. The tse found error 23008 in the logs pointing to usm 2. The customer planned to perform a hard power cycle on the patient side cart (psc) after the procedure to clear the message and enable usm 2. The procedure was completing as planned with no reported injury.